Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose 12.8 mmol/l. The customer stated that she is wearing the pump on her bra. The customer was advised that the device would be replaced.

Manufacturer narrative:
No button error alarms noted during testing. However, the pump had intermittent esc button response due to moisture damage on the keypad traces. The pump was programmed with a test minilink and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator and displayed the 100 value properly on display graph. No lost sensor alarm was noted. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.